Event description:
New information received notes that intermittent noise, high impedance, and diminished p-wave were noted on the right ventricular lead. Patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for follow up. During interrogation, high impedance with some episodes of noise causing inappropriate mode switches was noted. Lead fracture was suspected. Programming changes were made. The patient was stable and will continue to be monitored.